Manufacturer narrative:
(B)(4).

Event description:
Certified diabetes educator (cde) contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 she experienced a hardware failure. The cde did not report any injury or medical intervention.